Manufacturer narrative:
H3: the acist angiographic injection system, model cvi, system serial number (B)(6) was returned on (B)(6) 2021. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. The cine-angiograms will not be provided by the user facility for clinical assessment. This report is closed.

Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4) has not yet been returned for evaluation. The consumable kits used during the event were discarded and the lot numbers are not known. The injector system, cables, cine-angiograms and additional information were requested to be returned to acist for evaluation.

Event description:
After 40 minutes in to a left heart catheter coronary intervention, small air bubbles (approximately 3cc) were injected into a patient. The patient experienced blood pressure <90 mmhg systolic. The patient recovered the same day.